Event description:
A report was received that the patient's ipg would no longer charge. The patient was reportedly shocked by an electrical horse fence and engaged in high frequency welding. The patient underwent an ipg replacement and was doing well post-operatively.

Event description:
A report was received that the patient's ipg would no longer charge. The patient was reportedly shocked by an electrical horse fence and engaged in high frequency welding. The patient underwent an ipg replacement and was doing well post-operatively.

Manufacturer narrative:
The complaint was confirmed. The device exhibited analog integrated circuit-u101 damage. The device could not maintain its battery power due to excessive sleep current leakage. The exposure of the analog integrated circuit to high-electromagnetic or voltage transient can cause this type of failure. It was reported that the patient was shocked by an electrical fence.